Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported neither the (+) or (-) buttons on her programmer were responding when pressed and she is unable to adjust her stimulation. A replacement pt programmer was sent to the pt as the next course of action.